Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose level ranged from 200 mg/dl to "high" on the continuous glucose monitor. Elevated bg was addressed with a bolus via the pump or manual insulin injection. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.